Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: right hip revision. Pt. Presented with a dislocated right-hip, following a bipolar/hemi gmrs proximal-femur replacement on (B)(6) 2025. Dr. Opted to revise the construct to a total hip as well as resect more native femur bone. All components were explanted. No complaints filed against the components themselves, no further info.